Event description:
During a svc recall, the welch allyn svc personnel observed that the device does not charge to 200 joules.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device confirmed the complaint that the device did reach 200 joules. The failure was due to a component on the defib firing circuit board, which had a bad or broken solder joint. The service technicians replaced the faulty circuit board. The device passed all final acceptance testing, and was subsequently returned to customer.